Event description:
Boston scientific received information that the patient presented to the physician's office for a device evaluation after not being seen for 14 months. Upon interrogation, it was noted that the pacing impedance measurement for the right ventricular (rv) lead had increased from 400 ohms to 1500 ohms. Increased threshold measurements and oversensing of noise were also observed. A lead revision procedure was performed where the rv lead was surgically abandoned. The field representative noted that a fracture was suspected, however, it was not able to be confirmed via fluoroscopy or visually noted in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.